Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was difficult through the patient's airways or glottis while using the device, particularly with the use of glide scope. There was no patient injury.